Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative on 2017-mar-08. It was reported that the patient¿s pump logs showed a series of motor stalls and motor stall recoveries. It was reported that the pump would be replaced on 2017-mar-08. It was reported that the pump would be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on (B)(6) 2017. It was reported that the patient's pump was replaced and returned to the manufacturer. It was also reported that the patient's weight was unchanged.

Manufacturer narrative:
(B)(4) no longer applies. A correction was made indicating tube set was observed in the pump logs. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6)2017. It was reported that the patient¿s pump logs showed intermittent motor stalls and recoveries. Additionally, tube set was noted in the logs. It was reported that the pump had not been exposed to emi or magnets and that the pump would be replaced. Additional information was received from a manufacturer¿s representative on (B)(6)2017. It was reported that the patient¿s pump logs showed a series of motor stalls and motor stall recoveries. It was reported that the pump would be replaced on (B)(6)2017. It was reported that the pump would be returned. Additional information was received from the patient's healthcare provider (hcp) on (B)(6)2017. It was reported that the patient's pump was replaced and returned to the manufacturer. It was also reported that the patient's weight was unchanged. Additional information was received from a consumer. It was reported that the pump was kicking on and off in (B)(6)2017 and the patient was in a lot of pain. The patient reportedly suffered a long time because they did not know the pump was not working. It was then stated that the pump failure must have started in (B)(6) 2017 because the patient began having an unusual amount of pain in his legs. Additionally, the patient reported morphine withdrawal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the hcp received a call from the patient last night regarding a two-toned beep that the patient thought they were hearing every half hour to 45 minutes or longer. No medical symptoms were reported. Telemetry had not yet been performed, but they were planning to see the patient today. Additional information was received from the hcp on (B)(6) 2017. It was reported that the patient¿s pump logs showed intermittent motor stalls and recoveries. It was reported that the pump had not been exposed to emi or magnets and that the pump would be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.